Manufacturer narrative:
Integra has completed their internal investigation on february 9, 2017 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the mobile jaw is broken at drilling for traction wire. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; first occurrence of this risk for this device - no adverse trend. Conclusion: the cause of this defect cannot be determined with absolute certainty. The design of the needle holder with spring for effort offset prevents from jaw or pin breakage. Considering that no material or manufacturing defect was found, the most probable cause of this rupture is the recurrence of impacts on the instrument which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt078 provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments".

Event description:
It was reported that the device broke during a procedure leading to 45 minutes surgical delay. No patient injury reported. No further information was provided.